Event description:
It was reported that soon after a clinical study trial lead implant procedure, the patient experienced pain in the right leg. Imaging confirmed the spinal cord stimulation trial leads had migrated. Stimulation was unable to be programmed to the correct areas, therefore, several hours after the implant procedure, the patient underwent a lead revision procedure. The leads were repositioned and sutured in place to prevent migration. About five days later upon follow-up, fluoroscopic imaging showed the leads had migrated again by approximately two vertebral levels and the patient experienced leg pain. The leads were not revised at this visit, however, the device was reprogrammed. The patient then underwent the normally scheduled trial lead pull and the leg pain subsided. The trial leads will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), lot: 7189721.